Manufacturer narrative:
Corrected data. B1-product problem h1-malfunction h6 impact code 2199. Medical device problem code 3189. Claim# (B)(4).

Manufacturer narrative:
H6- clinical code 4581: shallow ac, crowded angles h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with very shallow ac and very crowded angles. The lens remains implanted. Cause reported as unknown.